Event description:
It was reported by a neurologist that a vns pt was experiencing an increase in seizures. The sys and normal mode diagnostic test results were within normal limits at the time of the reported event, indicating proper device function. Good faith attempts to obtain more info regarding pt's seizure increase have been unsuccessful to date.